Event description:
Baxter received a report that or table trusystem 7000 u had wobble movement when brakes engage. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the foot stamp missing on floor lock assembly and needed to be replaced. The trusystem 7000 operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. The technician replaced the floor lock assembly to resolve the reported event. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a wobble movement were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.